Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. An unknown inferior vena cava filter was deployed below the renal veins in the vena cava with no immediate complications, for a patient with deep vein thrombosis and in conjunction before knee surgery. Following filter deployment, repeat cavogram demonstrated good position of the filter. Approximately four years and seven months of post deployment, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis showed that there was an inferior vena cava filter noted with proximal tip at the level of the renal veins. After one year and twenty-five days, the patient had pulmonary embolism with coronary pulmonale. After three months, the patient presented with right lower quadrant pain. On the same day, an ultrasound duplex venous doppler lower extremity bilateral legs showed negative for deep vein thrombosis. Also, a computed tomography (CT) abdomen and pelvis showed that an inferior vena cava filter was noted with proximal tip near the level of the renal veins. Therefore, the investigation is confirmed for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and in conjunction before knee surgery. Approximately four years and six months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the proximal tip of the filter was at the level of the renal veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.